Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is missing and the other one still installed in clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. The instrument has 3 uses remaining. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s myomectomy procedure, the wires of the maryland bipolar forceps instrument were exposed at the distal tip. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.